Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the attempted right ventricular (rv) lead could not be fixated due to patient anatomy. The patient had severe dilated cardiomyopathy, tricuspid valve disease and severe tricuspid regurgitation. The lead was removed after numerous attempts and replaced with a different lead. No patient complications have been reported as a result of this event.